Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; por parity error count=14, parity error index=2, between (B)(6) 2010.

Event description:
It was reported that the cardiac compass and impedance trends were missing from the device data due to possible radiation therapy. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review revealed a diagnostics problem. Parity error count=14, parity error index=2, between (B)(6) 2010. The investigator commented that the device was not returned, but diagnostic information is consistent with reported event.